Event description:
Prolapse uterine device caused pelvic inflammatory disease. Device failed to work and device moved in my body. A uterine suspension surgery was done in 1983. Uterine device caused problems with sex. Caused infections and pain. Device moved out of place. Corrective surgery done 1983. I had a natural birth in 1979. After birth of my son, I had a prolapsed uterus. To help with pain, a uterine device was inserted in my body. The device caused pain and uterine infections. I had irregular bleeding and pain from device. Uterine device had to be removed. In 1983, I had a uterine suspension. Uterine suspension was performed on me in 1983 to remove the defective device. Device did not work. At (B)(6) hospital in (B)(6) university, I was left disabled from this surgery. Uterus is sewed in place permanently. My uterus is sewed in place and sewed to my stomach wall and sewed into back in pelvic area. This is the corrective surgery that was done on me. Uterine suspension recurring pelvic inflammatory disease. Pain and health problems.